Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), indicated that [tk8.1] the system was working within expectations and did not show any concerns about the health of the sensor. Overall, bg values meet the sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. A firmware update was available at the time of the interaction; therefore, as a proactive troubleshooting measure, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. However, they declined reporting that they were seeing better accuracy in sensor readings. Per dms review, the user was using the system with up-to-date information.